Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled with approx. 20 ml easypump ii st 100-1-s without packaging. The received sample was taken to a visual inspection. Damages or other deviations were not detected. As-received condition the white clamp was closed. The patient connector was not closed. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone) and at the patient connector. In addition, the sample was filled up to the nominal value (100 ml) with nacl and was taken to a functional test respectively a leak test was carried out. After starting the pump (opening the white clamp) and waiting for 60 minutes the pump worked (solution was running immediately after opening the white clamp). After these 60 minutes leakages were not detected. The inspected sample is not blocked, therefore the sample within our specifications. Hence we assess this complaint to be not justified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (B)(4): no diffusion. Drug: axepim 2g diluted with physiological serum.